Event description:
Customer's caregiver reported the customer received an unspecified freestyle libre sensor scan result that was higher when compared to an unspecified reading obtained on the built-in reader. Customer was treated with insulin (dose/type unknown) and subsequently experienced symptoms of hypoglycemia, requiring additional treatment of "sugar". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer received an unspecified freestyle libre sensor scan result that was higher when compared to an unspecified reading obtained on the built-in reader. Customer was treated with insulin (dose/type unknown) and subsequently experienced symptoms of hypoglycemia, requiring additional treatment of "sugar". There was no report of death or permanent impairment associated with this event.